Event description:
Patient underwent a right cochlear implant over 20 years ago. This has recently been demonstrated to be failing internally, with major decrement in his speech understanding. The nucleus ci24re device with contour advance electrode was selected for placement.